Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not fully booting and was stuck in maintenance mode. A field service engineer (fse) booted the station to access care fusion admin and then started the application. Once booted, the customer logged in and the failure was observed. Fse attempted the recovery but was unsuccessful. Fse powered off both the station and the es refrigerator, allowed the refrigerator to boot, and then restarted the station. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not fully booting and was stuck in maintenance mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.